Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual injection of insulin was administered to resolve elevated bg. The customer reverted to an alternate method of insulin therapy.